Manufacturer narrative:
Spacelabs investigation concluded no failure found. The data logs of 91496-module recognized an episode of low spo2, and appropriately generated a high priority alarm. The field service engineer went onsite to test the device. It could not be completed because the fse was unable to enter the room due to hospital covid protocols. This report is complete, and this issue is considered closed. H3 other text: placeholder.

Manufacturer narrative:
Spacelabs has initiated an investigation into this matter. A supplemental report will be filed once the investigation is complete.

Event description:
Spacelabs received a report that on (B)(6) 2020 nurses report failure to alarm for low spo2 reading in ed room 7 @11:52pm. Spo2 was down to the low 70''s and there was no alarm in room or at the central. No injury was reported as a result of this event.